Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed chronic total occlusion target lesion was located in the left anterior descending (lad). The 3.0x32mm promus element stent was deployed and posd dilated. It was noted that the stent axial length had shortened. Multiple unknown balloons were used to post-dilate the lesion and the lesion was stented with another unknown device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).